Event description:
(B)(4). It was reported that post a percutaneous coronary intervention procedure, the patient experienced angina. In (B)(6) 2011 the patient presented with chest pain described as "squeezing feeling" in the upper chest and sometimes in the left side below the breast. The patient was diagnosed with stable angina and cardiac catheterization was recommended. The 95% stenosed and 15mm long de-novo target lesion was located in the 1st right posterolateral branch artery with a reference vessel diameter of 2.50mm. The target lesion was treated with pre-dilation and placement of a 2.5x16mm taxus liberte stent. Post deployment of the study stent, jailing of the continuation of the right posterolateral branch artery was noted. This was treated with balloon angioplasty, using a 2.5 mm balloon, resulting in 0% residual stenosis with timi 3 flow. The 95% stenosed and 5mm long de-novo 2nd target lesion was located in the 2nd diagonal artery with a reference vessel diameter of 2.50mm. The 2nd target lesion was treated with direct stent placement of a 2.25x12mm taxus liberte stent, resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and prasugrel. In (B)(6) 2012 the patient presented with pain on the left side of the chest. The patient was diagnosed with unstable angina and cardiac catheterization was recommended. A 90%-95% stenosis was noted in the in diagonal distal artery to the study stent. The stenosis was treated with balloon angioplasty and placement of a 2.5x32 mm ion stent in the ostium and across the previously deployed study stent, covering the pre-stent stenosis, resulting in 0% residual stenosis. In addition the distal diagonal artery at the beginning of the distal segment was "hazy" and was treated with direct stent placement of a 2.5x16mm ion stent. A 90% stenosis was also noted in the distal left anterior descending artery and was treated with balloon angioplasty, resulting in 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged on aspirin and open label effient.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).